Manufacturer narrative:
Concomitant prroducts: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2023 product type catheter information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 28-jun-2025, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. It was reported the pump and catheter migrated. The patient reported to physician that their grandson jumped on them and immediately they felt a pop and burning. The patient reported pain at pump site and that the pump had moved inferiorly. The patient denied loss of therapy. The environmental, external or patient factors that may have led or contributed to the issue was the patient¿s grandson jumping onto pump area. The diagnostics and troubleshooting performed was the physician assessed pump area and determined that pump had moved. The physician decided to take the patient to the or (operating room) for a pocket revision. The physician accessed the pump pocket and did find the anchoring sutures had broken. He removed these, irrigated the pocket and placed new anchoring sutures into fascia. The pump was moved back to original spot and re-anchored. The physician wanted to check catheter placement while doing the pump pocket revision. The catheter tip was found at t8, which differed from previous notes that the tip was at t6. No correction was made at this time. The physician was able to aspirate 3 mls from side port and the patient has had successful therapy thus far. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.